Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patent presented to the clinic with an episode of supraventricular tachycardia with intermittent ventricular undersensing on the implantable cardioverter defibrillator. The patient was not reported to be symptomatic. Upon examination, it was determined that the device under-sensed r waves when amplitudes changed significantly between intervals. No other anomalies were reported. The device was then reprogrammed to the recommended settings and no further alerts were observed for undersensing.